Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump alarms operated as expected and were observed visually, however the pump was not able to alarm audibly as a result of the speaker failing. The no flow out alarm failed due to a failed pcb board. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump alarms quit working. They stated that the pump made no audible alarm sound. When the pump was received by mmdg, the no flow out alarm also did not operate as expected. It failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had not had any effect on a patient. (B)(4).